Event description:
It was reported that an alert for low hvli and possible output circuit damage were observed. An x-ray revealed insulation damage proximal to svc. Noise was seen on egms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.